Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain") in an adult female patient who had essure inserted (lot no. C12706). Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea, endometriosis, kidney infection, back pain, flank pain, endometriosis, parity 3, cervical intraepithelial neoplasia I and pelvic pain. Previously administered products included: mirena. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergy symptoms"), genital haemorrhage ("heavy / abnormal bleeding") and hypoaesthesia ("numbness"). The patient was treated with surgery (salpingectomy). At the time of the report, all of the events had resolved. The reporter considered genital haemorrhage, hypersensitivity, hypoaesthesia and pelvic pain to be related to essure administration. The reporter commented: 2 coils were visible on each side by the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: the essure sterilization coils appear to be in a satisfactory position. The uterus is seen filled with contrast. The fallopian tubes appear occluded at the cornua [ultrasound scan] (date unknown): difficult scan due to patient body habitus. Gallbladder was not well distended despite fasting. Patient states last meal was 1 oh rs ago and was heavy on fat. If there is clinical concern re gallstones please re request and we will rescan. No calculi seen today however and common duct was not dilated. Liver, spleen, ducts, aorta, pancreas and both kidneys were ultrasonically normal. The uterine cavity was empty. Essure device identified. The myometrium was heterogeneous in echo texture consistent with fibroid changes. No focal fibroids seen batch no: c12706, production date: 2014-01-13 & expiration date: 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-may-2023: new lawyer's reporter, other health professional's reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain") and device breakage ("device breakage during removal") in an adult female patient who had essure inserted (lot no. C12706). Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device removal complication"). The patient had a medical history of endometriosis, kidney infection, back pain, flank pain, endometriosis, parity 3, cervical intraepithelial neoplasia I and pelvic pain. Previously administered products included: mirena. Concurrent conditions were listed as epigastric pain, loose stools, back pain and dysmenorrhea. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required), dermatitis allergic ("allergic or hypersensitivity reaction (characterized by rashes and hair loss)"), genital haemorrhage ("heavy / abnormal bleeding"), hypoaesthesia ("numbness"), alopecia ("allergic or hypersensitivity reaction (characterized by rashes and hair loss)"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (on (B)(6) 2020 bilateral salpingectomy and hysterectomy). At the time of the report, the pelvic pain, dermatitis allergic, genital haemorrhage and hypoaesthesia had resolved. The outcomes for alopecia, dyspareunia and mental disorder were unknown. The reporter considered alopecia, dermatitis allergic, device breakage, dyspareunia, genital haemorrhage, hypoaesthesia, mental disorder and pelvic pain to be related to essure administration. The reporter commented: 2 coils were visible on each side by the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: the essure sterilization coils appear to be in a satisfactory position. The uterus is seen filled with contrast. The fallopian tubes appear occluded at the cornua [pathology test] on (B)(6) 2022: uterus and cervix. Hysterectomy weighing 153g, measuring 110 x 90 x 55mm with prolapsed cervix with unremarkable cervical mucosa. Endometrium measures 1mm myometrium measures 24mm x 4 blocks, tissue remains. Uterus - in keeping with prolapse and adenomyosis [ultrasound scan] (date unknown): difficult scan due to patient body habitus. Gallbladder was not well distended despite fasting. Patient states last meal was 1 oh rs ago and was heavy on fat. If there is clinical concern re gallstones please re request and we will rescan. No calculi seen today however and common duct was not dilated. Liver, spleen, ducts, aorta, pancreas and both kidneys were ultrasonically normal. The uterine cavity was empty. Essure device identified. The myometrium was heterogeneous in echo texture consistent with fibroid changes. No focal fibroids seen. Batch no. C12706, production date :2014-01-13, expiration date: 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain") and device breakage ("device breakage during removal") in an adult female patient who had essure inserted (lot no. C12706). Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device removal complication"). The patient had a medical history of endometriosis, kidney infection, back pain, flank pain, endometriosis, parity 3, cervical intraepithelial neoplasia I and pelvic pain. Previously administered products included: mirena. Concurrent conditions were listed as epigastric pain, loose stools, back pain and dysmenorrhea. On 03-jul-2014, the patient had essure inserted. Essure was removed on 07-sep-2022. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required), rash ("allergic or hypersensitivity reaction (characterized by rashes and hair loss)"), genital haemorrhage ("heavy / abnormal bleeding"), hypoaesthesia ("numbness"), alopecia ("allergic or hypersensitivity reaction (characterized by rashes and hair loss)"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (on 14-sep-2020 bilateral salpingectomy and hysteroctomy). At the time of the report, the pelvic pain, rash, genital haemorrhage and hypoaesthesia had resolved. The outcomes for alopecia, dyspareunia and mental disorder were unknown. The reporter considered alopecia, device breakage, dyspareunia, genital haemorrhage, hypoaesthesia, mental disorder, pelvic pain and rash to be related to essure administration. The reporter commented: 2 coils were visible on each side by the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 05-dec-2014: the essure sterilization coils appear to be in a satisfactory position. The uterus is seen filled with contrast. The fallopian tubes appear occluded at the cornua [pathology test] on 07-sep-2022: uterus and cervix hysterectomy weighing 153g, measuring 110 x 90 x 55mm with prolapsed cervix with unremarkable cervical mucosa. Endometrium measures 1mm myometrium measures 24mm x 4 blocks, tissue remains. Uterus - in keeping with prolapse and adenomyosis [ultrasound scan] (date unknown): difficult scan due to patient body habitus. Gallbladder was not well distended despite fasting. Patient states last meal was 1 oh rs ago and was heavy on fat. If there is clinical concern re gallstones please re request and we will rescan. No calculi seen today however and common duct was not dilated. Liver, spleen, ducts, aorta, pancreas and both kidneys were ultrasonically normal. The uterine cavity was empty. Essure device identified. The myometrium was heterogeneous in echo texture consistent with fibroid changes. No focal fibroids seen batch no c12706 production date 2014-01-13 expiration date 2017-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. New events device breakage, device removal complication, hair loss , dyspareunia mental disorder are added. Event hypersensitivity is updated with event rash. Medical history & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. C12706) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), genital haemorrhage ("heavy / abnormal bleeding") and hypoaesthesia ("numbness"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, hypersensitivity, genital haemorrhage and hypoaesthesia had resolved. The reporter considered genital haemorrhage, hypersensitivity, hypoaesthesia and pelvic pain to be related to essure. Batch no c12706 production date 2014-01-13 expiration date 2017-01-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc. On 10-mar-2021: ha number received - (B)(4). We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. C12706) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), genital haemorrhage ("heavy / abnormal bleeding") and hypoaesthesia ("numbness"). The patient was treated with resuscitation (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, hypersensitivity, genital haemorrhage and hypoaesthesia had resolved. The reporter considered genital haemorrhage, hypersensitivity, hypoaesthesia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: insertion date, removal date, lot number (c12706) and events allergy symptoms, heavy / abnormal bleeding, localised pain and numbness added. Case is now considered as serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.